Event description:
The filter was implanted and centered in the ivc successfully below the renal vein. Four days later, the patient returned with abdominal pain. Films showed that 2 arms and one leg had perforated the cava wall. The filter was tilted 90 degrees.